Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system with a shelf box, product pouch and carrier tube. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and balloon. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on new information received on (B)(6) 2014. A 3.50mm x 8mm liberté stent delivery system was selected to treat the lesion but the stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, additional information revealed stent dislodgement.